Event description:
(B)(6) 2015 the subject was implanted with rns neurostimulator and three cortical strip leads (cl-325-10-k). (B)(6) 2015 the fce was notified that the rns system (device and leads) had been explanted secondary to the subject being "septic". Infection was at implant site. Subject is on antibiotic treatment and is reported to be doing well. Culture was positive for (B)(6). No wound dehiscence was observed. Details: (B)(6); discharged home from initial implant surgery on cefdinir. Then put on oxacillin 2 grams every 4 hours via PICC line. (B)(6) 2015 the subject was reported "as doing well".

Manufacturer narrative:
(B)(4). 5/07/2015 neuropace, inc. Voided this complaint. There was no reported product malfunction and no indication the product contributed to the infection. Infections are anticipated when performing craniotomy procedures. 6/25/2015 neuropace, inc. Reevaluated this record. Based on internal review of the FDA regulations, guidance document (draft guidance for industry and food and drug administration staff), and internal procedures, neuropace, inc. Determined that complaints associated with incision site infections are reportable. These past events show no indication that the product caused the infection and there is no indication of product failure. Sterility record review performed. No evidence of factors that could have caused or contributed to the reported event. All sterilization results met requirements as specified in the specifications. Device not returned.